Manufacturer narrative:
1.DHR/bhr review: 1 the batch number of the complained product is 4016780, is 24g and product code is 383912, produced on 2024/02, with a total of (B)(4) pieces in this batch. 2 check the process inspection and delivery inspection report. The test results all meet the product standards and there are no abnormalities. 3 check the production records, there were no nonconformance, deviation or rework activities. 2.the customer did not return any samples and provided a photo of the sample. From the photo, it can be seen that the catheter length of the defective sample is about 5mm shorter than that of the normal products. 3.take the retained samples of this batch for catheter appearance inspection and drag force test. No abnormal results were found in the test results. See attachment 1 for the test report. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: the product is 24g and is produced on the automatic line. During the production process, there is visual inspection system perform 100% inspection on the appearance of the catheter and lie distance test system perform 100% occlusion test on the product. If the catheter broken during the production process, the catheter appearance and product lie distance tests will not pass, the defective product will be rejected by the system. In summary, the customer did not return any samples. Based on the photos provided by the customer, the specific situation of the fracture surface of the catheter could not be confirmed, and therefore the root cause of the complaint defect could not be confirmed. The factory will continue to pay attention to and monitor the trend of complaints about this defect.

Event description:
No additional informaiton provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus yel 24ga x 0.75in prn-cap y catheter broke/separated after placement. At 15:00 on (B)(6) 2024, when the patient's left dorsal foot vein was punctured with an indwelling needle, the puncture failed. The nurse immediately removed the indwelling needle and found that the indwelling needle hose was about 0.5cm shorter than the normal hose and the puncture site was bruised and swollen. The nurse was informed immediately. The chief and department director reported to the medical department and nursing department. After communicating with the family members, the medical staff and family members accompanied them for a dr examination. It was found that there was foreign matter remaining at the puncture site on the left dorsum of the foot. The surgeon was immediately consulted. It was recommended that surgery be performed to remove the foreign matter. After explaining the surgical precautions in detail and signing the consent, the child is sent to the operating room, and an indwelling needle tube of about 0.5cm is removed under local anesthesia.